Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition one channel migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's performance with the device is affected and in situ testing showed affected channels. Reportedly the hearing performance with the device decreased gradually. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition one channel migrated post-operatively out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's performance with the device is affected and in situ testing showed affected channels. Reportedly the hearing performance with the device decreased gradually. Reimplantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's performance with the device is affected. In situ testing showed affected channels. Reportedly the hearing performance with the device decreased gradually.